Event description:
It was reported the pt ((B)(6)) was experiencing difficulty operating her pt programmer. The pt is able to increase stimulation using the plus button; however, she is unable to decrease stimulation via the minus button. The pt was issued a replacement pt programmer. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.